Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an infection at the abutment site in 2016. Additional information has been requested but has not been made available as of the date of this report.